Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glocuse was unknown mg/dl. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back uup plan per healthcare provider instruction.

Manufacturer narrative:
Findings: button error alarm due to moisture damage on keypad traces. No moisture damage on electronics noted. Pump received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip and missing reservoir tube o-ring.